Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. B, and the patient handbook, rev. B, are currently available the IFU lists potential adverse events, including infection, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), and death that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the multiple organ failure was due to bacteremia, and it was likely from a gastrointestinal source. It was stated that the multiorgan failure was due to disease progression, and the device operated as expected.

Event description:
It was reported that the patient passed away due to multiple organ failure. The outcome was not device or therapy related.

Manufacturer narrative:
H6-3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.